Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clinician accessed the patients vessel under ultrasound guidance with the accucath device. It was stated that the guidewire deployment and catheter felt smooth. When the clinician hit the safety button the needle never fully retracted into the chamber. It was reported when removing the housing from the patient the wire ¿caught¿ on the catheter. The wire and catheter were removed with gentle force. This happened with three devices. This report addresses the first device.